Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm and issue with bent cannula on infusion set. The customer's blood glucose was 278 mg/dl. Customer stated that she was sleeping when the no delivery alarm was triggered. During troubleshooting, insulin exited at 5.0 unit fixed prime and when infusion set was removed to examine the cannula, customer stated that it was bent. Completed troubleshooting on bent cannula on infusion set. Customer also mentioned that the blood glucose was 500 mg/dl in the 520 mg/dl range, treated with manual injection. Customer declined troubleshooting for high blood. Advised customer that replacement infusion set will be sent.